Event description:
It was reported that during preparation, the physician noticed that the 8.0x60mm absolute pro stent was exposed at the tip of the delivery catheter. The stent was not flowered. No patient was involved. Another same size absolute pro stent was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The absolute pro device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Manufacturer narrative:
The device was returned for analysis. The reported premature activation was able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling while unpackaging the device and/or during preparation resulted in the noted kinked stent sheath causing the distal sheath to slightly retract from the base of the tip and inadvertently prematurely activate/expose the stent. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.